Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
It was reported during a transfemoral case that a physician expereinced a non-deployment. The system was stuck afer the pre-release stage. The physician also reported that the handle broke.

Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
It was reported during a transfemoral case that a physician experienced a non-deployment. The system was stuck afer the pre-release stage. The physician also reported that the handle broke.

Event description:
It was reported during a transfemoral case that a physician experienced a non-deployment. The system was stuck afer the pre-release stage. The physician also reported that the handle broke.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, internal lot record review, and clinical case imaging review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent is related to high friction in the system, FDA code 4302.